Event description:
The pump was returned for investigation. Investigation found that the keypad buttons were unresponsive and the display was discolored. This report is made based on the results of investigation completed on 01/17/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/17/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a discolored display with auditory and vibratory features. The keypad cover was missing. All the buttons were unresponsive and the button contacts were found to be inverted. Due to the in-operable keypad buttons, the screen cannot be advanced and the bolus button was not tested. (B)(6).